Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received inappropriate defibrillation therapy. It was also noted that the right atrial lead exhibited noise and low sensing anomaly. On (B)(6) 2018 the device was explanted and replaced. No further information was reported.